Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area towards the inferior side of flap in the left eye during lasik surgery. The procedure was aborted. Per follow up information received, it appeared the flap was very thin and a small vertical gas breakthrough appeared. It was suggested to keep the patient under observation.